Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
As reported: "patient was scheduled and uploaded for a right hip. Plan and everything looked correct as implants were planned on the right side and timeout page says right hip. When the surgeon went to register the model was messed up and the points were off in space. When further investigation was done we found out that the segment was set up for a right side when operative pelvis was selected in CT data but the left side was actually segmented. We could not proceed robotically as we were not able to register the correct side. This is concerning as there is no warning to this being the wrong side and that everything is prepared correctly except for a portion that is not done by the mps". Case type: tha. Surgical delay: 16-30 minutes. Patient was under anesthesia.

Event description:
As reported: "patient was scheduled and uploaded for a right hip. Plan and everything looked correct as implants were planned on the right side and timeout page says right hip. When the surgeon went to register the model was messed up and the points were off in space. When further investigation was done we found out that the segment was set up for a right side when operative pelvis was selected in CT data but the left side was actually segmented. We could not proceed robotically as we were not able to register the correct side. This is concerning as there is no warning to this being the wrong side and that everything is prepared correctly except for a portion that is not done by the mps." Case type: tha; surgical delay: 16-30 minutes; patient was under anesthesia.

Manufacturer narrative:
Reported event: an event regarding a case being planned with the wrong hip involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 585 found quality inspection procedures successfully passed. Complaint history:based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding segmentation planning using the wrong hip. There were two other reported events for the listed catalog number ((B)(4)). Conclusion: event was confirmed. Nc 1968738 has been opened to further investigate.